Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and metrorrhagia ('horrible bleeding during there period') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced metrorrhagia (seriousness criteria medically significant and intervention required) and dyspareunia ("painful sex"). The patient was treated with surgery (ablation and essure removed, bilateral salpingectomy in 2016). Essure was removed in 2016. At the time of the report, the medical device removal and metrorrhagia outcome was unknown and the dyspareunia had resolved. The reporter considered dyspareunia, medical device removal and metrorrhagia to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: f/u 1,2,3 processed together. Social media received. New reporter added. New event added: painful intercourse. Medical device removal re-coded to bleeding intermenstrual. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and metrorrhagia ('horrible bleeding during there period') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced metrorrhagia (seriousness criteria medically significant and intervention required) and dyspareunia ("painful sex"). The patient was treated with surgery (ablation and essure removed, bilateral salpingectomy in 2016). Essure was removed in 2016. At the time of the report, the medical device removal and metrorrhagia outcome was unknown and the dyspareunia had resolved. The reporter considered dyspareunia, medical device removal and metrorrhagia to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal quality-safety evaluation of ptc: unable to confirm complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.